Event description:
It was reported that the iab was inserted under fluoroscopy. The iab was connected to the pump but the iab balloon would not inflate. The pump did not experience any alarms. The iab was finally manually inflated, but when connected to the pump again, it would not inflate. Because of this, the iab was removed. There were no associated pt complications.